Event description:
It was reported that pump experienced malfunction alarm with software error, and caller stated no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset instructions, but pump did not turn back on after reset, battery charging concern was initiated. It was later determined after resetting malfunction code did not recur. Customer may continue to use the pump.